Manufacturer narrative:
The customer reported this event to the FDA through medwatch mw5093405. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a spinal surgery in which floseal was used. After the ¿hardware¿ was removed, large curettes were used to debride the bed where the hardware was, which caused some bleeding. After the cultures and bone biopsies were obtained, three liters of pulsatile irrigation were used to clean the wound. The wound was packed off with ¿some¿ floseal to help control bleeding. It was reported ¿due to kind of raw edges, ¿it did bleed a fair amount¿ (no further details). Two large drains were used to drain each side of the wound and sutured. The fascia was closed with interrupted 0 and then horizontal prolene mattress sutures. The patient was returned to recovery room in stable condition. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Floseal is indicated in surgical procedures as an adjunct to hemostasis when control of bleeding, by ligature or conventional procedures is ineffective or impractical. Floseal is not intended as a substitute for meticulous surgical technique and the proper application of ligatures or other conventional procedures for hemostasis. As per instructions for use (IFU), floseal should not be used in the presence of infection. It should be used with caution in contaminated areas. Per the IFU, "excess floseal matrix (material not incorporated in the hemostatic clot) should always be removed by gentle irrigation and suctioned out of the wound." It was reported that floseal was used to "pack off" the wound. As per IFU, "maintain floseal at the site (source of bleeding) for two minutes with gentle approximation and always irrigate excess floseal away gently¿. ¿packing" with floseal is likely related to the wrong application and usage technique, therefore, is a user error. Should additional relevant information become available, a supplemental report will be submitted.